Manufacturer narrative:
It has been communicated by the customer, that the device will be returned to (B)(4) for evaluation. Once (B)(4) receives the device an investigation will be performed and a supplemental medwatch 3500a form will be submitted. Complaint information provided by medacta.

Event description:
During an unknown patient procedure, the tip of the screwdriver broke off in the implant. The surgeon was unable to remove the piece from the implant and elected to complete the procedure with the piece inside the patient. There were no other adverse events reported as a result of the malfunction.